Manufacturer narrative:
We are currently investigating the reported incident.

Event description:
Draeger medical systems has received info from a customer that during a procedure using our delta pt monitor and nellcor sp02 sensor, the anesthesiologist felt that the device displayed sp02 reading that was inaccurate based on other pt indications. The anesthesiologist re-intubated the pt and then observed the spo2 reading drop initially to what he believed was a more accurate representation of the actual spo2 reading. The spo2 reading then rose to a higher level after the pt was re-intubated. No reported pt injury.